Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reet3117 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the tip of the wire broke off (not in the patient). Additional information received 2/27/2021: it was reported the insertion was uneventful and the wire was retrieved.

Event description:
It was reported the tip of the wire broke off (not in the patient). Additional information received 2/27/2021: it was reported the insertion was uneventful and the wire was retrieved.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. The stylet segment was found to be approximately 3.9 cm long. The epoxy tip of the stylet as well as the stylet segment was observed to be present and intact. A microscopic observation revealed the break site in the stylet segment was mostly straight but uneven, and the edges of the polyimide tubing were observed to be plastically deformed. No kinks, bends, tears, or breaks were found in the polyimide tubing of the stylet that was returned with the white tether wire. While the exact cause of the break in the returned stylet segment is unknown, possible causes include excessive manipulation of the stylet prior to or during placement and advancement/retraction of the stylet against resistance. A lot history review (lhr) of reey3071 showed two other similar product complaint(s) from this lot number. Evaluation findings are in section h.11.